Event description:
It was reported during a percutaneous transluminal coronary angioplasty/stent procedure of a totally occluded right coronary artery with preexisting thrombus, contrary to instructions for use, the stent delivery system would not hold pressure, resulting in partial deployment of the stent. The stent was adequately deployed with another dilatation catheter. Another co's stent was then advanced to the lesion in an attempt to deploy distal to the already deployed stent. This resulted in interaction between the two stents causing damage and loss of the other co's stent. The following day the pt developed chest pains and an angiogram showed a re-occlusion of the artery. The pt will be sent to surgery at a later date.